Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a power source alert occurred. Customer used multiple charging wall adapters with no success. Customer reverted to using manual injections for insulin therapy. There was no reported impact to customer's blood glucose. Customer declined tandem technical support's offer to perform a pump system check.